Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this left ventricular (lv) lead was explanted as it had pulled back in the coronary sinus. It was also not capturing, therefore it had been turned of in the past. No additional adverse patient effects were reported.